Manufacturer narrative:
(B)(4). (B)(6). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The 2.25 x 28 mm xience xpedition stent restenosis event was filed under a separate manufacturer report number.

Event description:
It was reported that on (B)(6) 2014, a 2.25x28mm xience xpedition was placed atrioventricular in the right coronary artery (rca) to treat a dissection, a 2.5x38 mm xience xpedition stent was implanted in the distal rca, and a 3.0x23 mm xience xpedition stent was implanted in the proximal rca to treat a dissection. On an unknown date, estimated as (B)(6) 2015, 100% restenosis was noted in the atrioventricular rca where the 2.25 x 28 mm xience was implanted. The restenosis was not treated as the patient had no symptoms. On (B)(6) 2017, the patient had been admitted to the hospital for pneumonia and the patient expired. Per physician, the cause of death is not known and the relationship to the device is unknown. No additional information was provided regarding this issue.